Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller split bolus amounts into smaller portions and resumed insulin, with no changes to supply. Since there were no frequent or recurring occlusion issues, further assistance was deemed unnecessary.